Manufacturer narrative:
The associated complaint device was not returned for evaluation. A clinical evaluation noted that it has been communicated via email that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a closed reduction was performed to a patient due to a knee dislocation of journey ii bcs.